Event description:
After a drug eluting stenting treatment procedure, a subacute thrombosis occurred. This was a staged procedure. In 2004, the lesion being treated was a non calcified, 90% stenosed left anterior descending (lad) lesion. The patient had presented with increasing chest pain. IV heparin was administered and 300 mg of plavix was given by mouth. The physician predilated the lad lesion with a 2.5 mm x 9 mm maverick balloon. The physician successfully deployed a taxus express2 8.8% stent at 9 atms. The stent was post dilated with a 2.5 mm x 16 mm quantum maverick at 16 atms proximal to the stent and post dilated with a 2.5 mm x 9 mm quantum maverick at 16 atms distal to the stent. The stent was well positioned and apposed. IV heparin was restarted on the patient 4 hours after the sheaths were removed and continued overnight. The next day, the patient returned to the cath lab. The lesion being treated was a non calcified, 90% stenosed right coronary artery (rca) lesion. Repeat angiography showed the previously stented lad to be wide open. The physician predilated the rca lesion with a 2.5 mm x 9 mm maverick balloon at 8 atms. The physician then successfully deployed the taxus express2 8.8% 2.5 mm x 20 mm at 9 atms. The stent was post dilated with maverick balloon (size unknown) at 16 atms. The final result of the rca stent was well positioned and apposed. The patient went to the floor per routine. The physician called the nurse at 7 p.m. And again at 10 p.m. And the patient was "fine." At 1 am the following morning, the patient began complaining about chest pain. There were subtle anterior changes per EKG. The patient was given IV heparin, nitroglycerin, and a "gi cocktail." The EKG then showed increasing st elevation anteriorly and inferiorly. The patient was taken back to the cath lab emergently. An intra aortic balloon pump was placed and IV reopro was started. Repeat angiography revealed the rca and lad stents to be occluded. The physician was able to pass through the thrombosis within the lad stent with an angioplasty balloon. After inflating the balloon the stent was semi opened. The patient developed ventricular fibrillation (vf). The patient was shocked a total of 28 times throughout the procedure, CPR was administered through out the procedure, IV lidocaine and ic reopro were given. The patient was intubated. The physician then crossed the rca thrombosis with a wire, and the patient became bradycardic. A temporary pacing wire was placed. The physician then began auto perfusing the arteries, which increased blood flow through the arteries. The physician did not believe the patient to be a good surgical candidate for CABG. However, pt went to the operating room for a biventricular device. The status of the patient is grave.